Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Reportedly, the customer suspected they had mistakenly entered the incorrect date into the pump. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Tandem technical support found that the customer had received the appropriate low battery alerts and alarms leading up to the shutdown, however, the customer maintained that the shutdown was a result of battery gauge fluctuating. The customer's blood glucose (bg) was elevated, however, a specific value was not provided. Reportedly the customer addressed bg level with a bolus via the pump. Although requested, the customer did not upload the pump data logs for tandem technical support to investigate the issue. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.